Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Event description:
Update 28 august 2015 - formal legal claim confirmed by (B)(6), but (B)(6) are unaware of any alleged link between the asr product and the patient's death. Added(B)(6). Taken from (B)(6) update (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint. Asr revision to take place on (B)(6) 2012. Asr xl - left hip. Reason for revision - pain. 19 aug 2015 - update - notification received from crawfords of a deceased asr patient. This patient was revised of the asr implants prior to death and the revision has been investigated and reported in-line with the asr wi 08-07. The location of the explants is unknown. The cause of death has not been provided and there has been no allegation of a link between the asr implants and the death of the patient. Should further information become available, the complaint will be re-opened and evaluated for investigation. Date of death (B)(6) 2015, added dob, name, gender.